Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient¿s paddle was moved during a revision surgery in (B)(6) 2015. No outcome was reported regarding this event. Additional information was received on (B)(6) 2015 indicating that it was thought that the revision might have taken place about two weeks ago. It was noted that the manufacturer representative became aware of the revision on the day of the revision when they got to the appointment. It was reported that the lead revision was (B)(6) 2015, the stimulator was moved from the right flank to the left flank. There was difficulty for the patient to reach with the programmer/recharger on the right side. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer whom participated in a clinical study reported that the patient had a revision from the stomach to left buttock for previous implant due to flipping, however, the patient noted that it was moved one more time to the right side of the back because she was unable to reach the implant area/connect with the patient programmer due to having her left shoulder replaced. The patient stated that it worked well since second revision.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was pulse generator location. The clinical diagnosis was noted as revision of battery placement. The outcome was resolved with sequelae. The sequelae was noted as the revision. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included imaging and examination. The etiology of the event was noted as related to the device or therapy and related to the implant procedure. The patient had physical difficulties with recharging. The etiology was not due to programming. Signs and symptoms included trouble charging and painful where the pulse generator was seated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 7754, serial# (B)(4), product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 37714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer participating in a clinical study reported after the revision the device was working great. The device was working so well they had decided to put another one in her thoracic spine. The first device was implanted for her lumbar and buttocks. The patient stated that everything worked well for about a month then suddenly nothing was working. The patient reported that they had tried to do adjustments but then the stimulation would only go to the patient¿s chest. The stimulation in the patient¿s chest was so intense the patient felt like the patient had a heart attack. The patient reported that the ins¿s were turning each other on and off. The manufacturing representative stated that it was like the devices were talking to each other. The patient reported that the stimulation from the device that was implanted in 2014 started going into the patient¿s stomach. The reporter stated that they had put in another lead and said the patient was getting great coverage in her legs but that was not where she needed stimulation. An x-ray was performed and the devices were checked. The manufacturing representative told the patient that the lead was in the right spot and the device was working properly.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was pulse generator location. The clinical diagnosis was not applicable. Interventions included repositioning the implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4)